Event description:
Reference number: (B)(4). Event occurred in egypt. It was reported that patient faced an event of hyperglycemia on 19-feb-2026. Blood glucose level at the time of event was 512 mg/dl and was treated with insulin by pen. No further information available.